Manufacturer narrative:
Trolley; fowler weldment; outer base tube weldment.

Event description:
It was reported by service report that the cot will not unlock to lower. It is unk if there was pt involvement, however, no adverse consequences are reported.